Event description:
Update 2017-04-11 (B)(4): information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was admitted to the hospital on (B)(6) 2017. He lost feeling in his left leg around 11pm on (B)(6) 2017 and was getting an MRI to determine why he lost feeling in his left leg. This was considered a sudden change in therapy/symptoms. It was unknown if the symptoms are related to the device or therapy. No further complications were reported. On (B)(6) 2017 lfc (hcp): additional information was received from a healthcare professional (hcp) on 2017-may-02. The hcp stated that no troubleshooting was performed related to the patient¿s sudden change in therapy/symptoms and loss of feeling in their left leg that resulted in hospitalization. The MRI results were normal except for s/p lumbar 4-5 fusion. The actions taken to resolve the issue included physical therapy. The hcp stated that the cause of the issue was muscle spasms and that the issue was resolved. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was admitted to the hospital on (B)(6) 2017. He lost feeling in his left leg around 11pm on (B)(6) 2017 and was getting an MRI to determine why he lost feeling in his left leg. This was considered a sudden change in therapy/symptoms. It was unknown if the symptoms are related to the device or therapy. No further complications were reported.